Event description:
The pt reported the infusion site leaked at the luer connection resulting in elevated blood glucose of 480 mg/dl. The pt's normal blood glucose range is 100-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.